Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the product damage (detached inflow/outflow - peripheral vessel) issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical, while removing the impella device the inflow cage became detached and remained in the artery which resulted in rapid blood loss. The inflow cage was removed, manual pressure was applied, and two units of prbcs were transfused, and hemostasis achieved by manta closure. The cause of the detached inflow cage was not determined because no product was returned, and limited clinical information was given. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 61-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Once the patient was weaned from the impella cp, the patient was brought to the cath lab for impella removal. During removal, the inflow cage became detached and remained in the vessel resulting in rapid blood loss. This was caused by the repositioning unit being hung on the cath lab drape. This was quickly rectified by the fellow and the impella device was pulled back and hemostasis quickly achieved with manual pressure. 14 french manta closure was advanced and while trying to secure the foot plate, the entire device came out of the artery. The patient was transfused with two units of packed red blood cells.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿